Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to have dislodged one day post implant. An invasive procedure was performed. The lead was successfully repositioned. Upon inserting the lead back into the header of the pacemaker, noise was observed on the rv channel. The lead was removed and connected to a pacing system analyzer (psa) and no noise was observed. The lead was then reinserted into the device header and noise was again observed. The pacemaker was then explanted and replaced. The lead was inserted into the header of the replacement pacemaker and no noise was observed. This product remains implanted and in service. No additional adverse patient effects were reported.